Event description:
This css console was not on a pt. Customer reported that while performing a routine console test validation protocol with a mock circulation tank, the fill volume waveform reading for the left ventricle was approximately one-half of the fill volume reading for the right ventricle. The css console's left validyne printed circuit board (pcb) was inspected by the hospital biomedical engineer, and he observed a dark "charring-like" area on the pcb. The left validyne pcb was replaced, and the flow hardware was calibrated. The css console then successfully passed the console test validation protocol. The validyne pcb that was removed from the css console will be returned to syncardia for eval, and the results of the investigation will be provided in a supplemental MDR.